Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation it was found that the reamer sleeve is stuck with a reamer. It was noted that the distal end of the device has circular abrasions. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 09/07/2022, it was reported by a sales representative via sems that a ar-9597-10 reamer sleeve, and a ar-9676 driver shaft are stuck together. This occurred during an unknown case when the devices became stuck, and will not come apart. There was no patient effect reported.